Event description:
It was reported that the when the programmed mode was changed from dddr to vvir, bipolar ventricular lead impedance jumped from 442 ohms to greater than 2000 ohms. When the device was reinterrogated, the bipolar impedance was greater than 2000 ohms in both dddr and vvir. In the unipolar configuration impedance values were normal. As the patient was pacemaker dependent, programming was left in unipolar.